Event description:
It was reported that the left cylinder of this ambicor penile prosthesis was not deflating completely. The patient tried troubleshooting and intends to follow up with a specialist. No patient complications were reported.